Event description:
A healthcare professional reported the patient needed an MRI for a deep brain stimulator revision. The procedure was due to a problem with the device or therapy. No patient symptoms were reported. The patient was hard to understand. The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.